Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second firing with a green cartridge the device was fired but the staples did not form. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph of the device/cartridge was reviewed and it is believed that this complication experienced while using the subject ple60a device with a green staple cartridge was potentially caused by a damaged and/or trapped knife plowing tissue forward. The knife advancement probably rolled the tissue pulling it apart in some areas rather than cutting through the tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.